Event description:
Caller reported a cartridge alarm issue with the pump, which was not related to the loading process, and had no historical occurrences of specific alarms with the same pump. There was no adverse impact on the customer's blood glucose level. To resolve the issue, technical support decided to replace the pump with one that has updated software. The customer agreed to use multiple daily injections as a backup insulin delivery method and was informed about the steps for receiving and returning the pump. Customer confirmed address details and was instructed on how to store and return the problematic pump within 10 days.